Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead (only connector portion) was returned in one piece. Visual inspection of the partial lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to suture tie impression. The cause of the external insulation abrasion is consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.